Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the tear in the camera cable film could not be identified based on the information obtained from this complaint and the results of the investigation. The tear in the camera cable film may have prevented it from being airtight and allowed moisture to penetrate inside. Therefore, it is probable that the charged-coupled device was flooded by moisture, resulting in corrosion. The charged-coupled device was flooded and corroded, resulting in the inability to communicate normally, which is likely to have caused the image abnormality (blurring). A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a flooded charged coupled device, a corroded charged coupled device, a tear in the film of the camera cable, and blurred images. There was no patient involvement.